Event description:
Sales representative reported that two patients experienced post-operation conditions after surgery using fastenator anchors. It was confirmed later on, that both patients went under irrigation and debridement and had the anchors removed. They were also diagnosed with bacterial infection and treated with antibiotics.

Manufacturer narrative:
Device is not being returned; therefore, no evaluation could be performed.